Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent initial knee surgery on (B)(6) 2005. Revision procedure was performed on (B)(6) 2014 due to aseptic loosening of tibial and pain. No further information has been received.